Manufacturer narrative:
(B)(4). Batch # t5cm42 investigation summary the analysis found that one pve35a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during a thoracotomy procedure, on the third to fifth firing of the vascular stapler, the staples didn't fully form into a b state after firing the stapler. The doctor fired another reload and didn't see any staples deploy, but the knife blade advanced, cutting the vessel that was being stapled. The doctor oversewed the vessel. There was no bleeding and there was no patient consequence reported.